Event description:
Doctor was preparing to staple across the renal artery, the stapler seized, unable to determine if stapler fired or cut the artery. Rep called, on speaker phone, guided the doctor on how to unclamp stapler from artery. Artery intact; stapler and packaging removed from operating room; new stapler opened to sterile field. No harm to patient.